Event description:
It was reported, that the patient presented for a routine generator change. Prior to the procedure, it was noted, that the left ventricular lead failed to capture. And exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.